Event description:
Patient reported discomfort and pain. Later, healthcare professional reported "pain", "change in the shape of the breast", "increased firmness upon palpation", "changes in shape and contour", "capsular contracture is classified as moderate to severe or baker grade iii/IV", "signs of capsular contracture", "nodular areas", "asymmetrical breasts", "heterogeneous fibroglandular tissue", "asymmetric parenchymal enhancement", "foci of enhancement largest and most intense one in the anterior third of the qsl", "accommodation folds", "radial folds", "layer of fluid between the fibrous capsule and the elastomer, moderate amount with a small posterior collection associated with mild enhancement of the fibrous capsule", "cysts" and "non-enhancing nodule". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.